Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 03/15/2016, the reporter contacted animas and alleged that on an unspecified date, the patient allegedly experienced a blood glucose of 61 mg/dl. Reportedly, the patient self-treated with insulin via injection when their pump ran out of insulin. It was reported that the patient later reconnected to the pump and the low bg had occurred at that time and required medical intervention per emergency medical services. The patient was treated at home by ems and was stable at the time of the call. The reporter stated that the patient's healthcare provider reduced their basal rate accordingly. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.